Manufacturer narrative:
X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the patient experienced periods of constant jaw pain. The pain was later reported to be only during stimulation and radiating from her throat and neck to her chest. Diagnostic test results were within normal limits and review of x-rays did not reveal any lead discontinuities, although inadequate strain relief was observed. The patient underwent revision surgery, where both the generator and the lead were replaced. The explanting surgeon indicated that the original lead electrodes were not attached to the vagus nerve and were instead encapsulated in scar tissue. It is unk whether the electrodes were ever properly attached to the vagus nerve or whether they slipped off the nerve after implant. Product analysis did not reveal any device failure of the lead, although the electrode portion of the lead was not returned for analysis.